Manufacturer narrative:
Unit received with missing segment due to lcd cracked zebra connector. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The patient's blood glucose level was mg/dl at the time of the call. The customer sent the product back for analysis.